Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtr was advanced and leaflet grasping was achieved. During deployment, while turning the release pin, the mitraclip slightly opened to approximately 15 degrees. The clip was deployed and remained stable on both leaflets. Post procedure mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.